Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00959, 0001822565-2023-00961. Concomitant medical products: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat: 47248403250, lot: 65613735. Unknown targeting jig. Cmn femoral nail, ccd 125â°, right, ã¸ 11.5 mm, 21.5 cm, cat: 47249321011, lot: 3143338. Znnâ¿¢, cmn lag screw, ã¸ 10.5 mm, 115 mm including set screw, cat: 47248511510, lot: 3093322. Report source: foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the surgeon was implanting a peritrochanteric nail, after speaking with the control team during the operation, it was noted that the screws had been implanted above the nail holes. The nail was removed and replaced with another back up product during the same surgery. The surgeon is concerned that the targeting instrument had contributed to the failure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was determined that the guide caused the screws to misalign and the screws did not cause or contribute to this event. The event will be investigated on medwatch #0001822565-2023-00961.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was determined that the guide caused the screws to misalign and the screws did not cause or contribute to this event. The event will be investigated on medwatch #0001822565-2023-00961. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.